Event description:
During the procedure, the maxi ld balloon ruptured at 7atms. When attempting to remove the ruptured balloon, it became stuck at the tip of the sheath and subsequently separated in half. During attempts to remove the separated piece, the patient coded for several minutes. The target lesion location was the right iliac artery. The lesion was described as calcified. It was reported that the rupture was not the main problem as this happens occasionally, especially in highly calcified arteries and if within a stent with exposed or compromised stent struts protrusion. When attempting to remove the ruptured balloon from the 8 french sheath, it became stuck at the tip. Several attempts were made to pull and rotate balloon catheter and finally it appeared to move through the sheath only to find that it had separated in half. Half of the balloon catheter was removed while the other half remained at the end of the sheath, which was readily visible due to the swage marker at the distal end of the balloon being visible. Since the broken piece was still on the wire, with the wire into the aorta. The doctor chose to push the broken piece from the tip of the sheath into the external iliac. A 9 french sheath was exchanged and 10mm gooseneck snare was used to capture the broken piece of the balloon by snaring the portion of the wire that was distal to the tip of the broken balloon catheter. The snare was pulled down towards the sheath. As expected and discussed, the balloon appeared to shroud the tip of the sheath and pulling it into the sheath was a futile attempt. Great force was being exerted to remove the broken piece; finally it was suggested to call surgery and have the piece removed through a small incision in the groin. While waiting for the surgical consult, the doctor attempted once again to pull the broken piece into the sheath. This time it popped into the sheath but obviously had torn the femoral vessel.

Manufacturer narrative:
The product was returned and the analysis was completed. During a percutaneous transluminal angioplasty (pta) to a calcified right iliac artery, the balloon was reported to have ruptured at 7 atmospheres. It was reported that the rupture was not the main problem as this happens occasionally, especially in highly calcified arteries. When attempting to remove the ruptured balloon, it became stuck at the tip of the sheath and subsequently separated in half. During attempts to remove the separated piece, the patient coded for several minutes. The patient was then intubated and stabilized. It is important to note that while getting access from the right femoral artery the physician had a difficult time gaining access due to the calcification and the fact that the patient was quite obese with a large belly. Several dilators became bent while attempting access. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non sterile catheter maxi ld 7f 14mm x 4cm 80 cm was received coiled inside a plastic bag. There where blood residues in the catheter, one valve of three vies was included with the returned device and it was attached to the hub's inflation port. The balloon was inflated and deflated. One radial balloon burst was noted in the remained balloon. The inner body was noted elongated and ripped out. The distal part of the balloon and inner body was separated from the rest of the catheter and it was not included with the returned device. No other anomalies were detected at returned device. Leak test required per dp (B)(4) could not be performed due to balloon conditions. Dimensional analysis for od proximal seal could be performed using csi 7f according to (B)(4) no resistance friction was noted. Sem analysis was performed in order to identify the cause of balloon burst, the balloon exhibited evidence of external abrasions. Internal surface presented no anomalies. The inner body showed evidence of elongations. This balloon burst failure exhibited no other anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon burst and balloon separated reported by the customer was confirmed, but the withdrawal difficulty reported by the customer was not confirmed. However, the exact cause of the balloon burst could not be conclusively determined, for the balloon separated failure could be attributed at the time the device was tried to be retrieved. Controls are in place to prevent defective balloons from leaving the facility. Refer to manufacturing work (B)(4). Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics along with procedural factors may have contributed to the event.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. The patient started to vagal and even coded for several minutes. The patient was then intubated and stabilized. It is important to note that while getting access from the right femoral, the physician had a difficult time gaining access, obviously due to the calcification and the fact that the patient was quite obese with a large belly. Several dilators became bent while attempting access. The physician then chose to use an 18 gauge needle to affect access. Access was gained with the larger needle and using a stiffer wire. The sales representative confirmed the procedural cd would not be available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15183560 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15183560. Leak and burst test results were reviewed and no anomalies were found during manufacturing process of this lot.